Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported for the provided lot numbers. Review of the sterilization batch records found no deviations; all parameters were met and the batch was released per specification. The root cause of the customer's complaint is not known; samples were not returned for investigation. There is no evidence that our products were the cause of the tass. (B)(4).

Event description:
An operating room supervisor reported that a patient developed toxic anterior segment syndrome (tass) following a cataract procedure. The surgeon does not suspect any specific product. Additional information has been requested.